Event description:
It was reported that during preparation for a procedure, a black foreign material was allegedly found in the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of fifty for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2026).

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of forty for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: four bard ptfe pledgets packages were returned for evaluation. During visual evaluation, no evidence of breach of sterile barrier was observed. Sample one, two and three noted to have black particles. Sample two and four noted to have discoloration. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2026), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a procedure, a black foreign material was allegedly found in the package. The procedure was completed using another device. There was no patient contact.